Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06/26/2020.

Event description:
It was reported that when turning on the ventilator, there was a power supply issue. It would not come on and then it would display a restart. There was no patient involvement. The customer troubleshot with technical support and at turn on, the ventilator made clicking sound followed by restarting. The customer found an error code in the ventilator diagnostic report indicating a power failures. The customer was advised to replace the power supply. Upon a follow up the customer reported to have replaced the power supply and mains harness to address the reported issue. After that the unit was powered on and it had a constant alarming of the back up alarm. The customer checked the connections of the main harness and found that the connector intended for (j15) of the man-machine interface board was connected to the (j8) of the sensor board. The customer corrected the connections and the issue was resolved.